Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the physician plans to continue to monitor the patient. The field representative confirmed that there were no adverse patient effects. This rv lead remains in service.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information from a health care professional (hcp) that this device and right ventricular (rv) lead exhibited a low out-of-range shock impedance measurement. The hcp also noted that the patient had a ventricular tachycardia (vt) ablation procedure the day of the low shock impedance measurement. The device and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Marks in the device header ports show that the leads were properly seated while implanted. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The ICD was explanted and returned over two years later following the patient's death. There were no device allegations relating to the patient's death.